Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that undersensing of vf episodes were observed on the device causing a delay in therapy. However, patient did receive appropriate therapy. Reprogramming was recommended.